Event description:
During the initial implant procedure, it was noted when slicing the sheath, the left ventricular (lv) lead became dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable.